Event description:
It was reported to philips that the system's suite computer was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.